Manufacturer narrative:
A ge oec service representative investigated the issue and found several nodes missing from the fluoro functions pcb (ffb). To repair the malfunction, the ffb was removed and replaced, as was the x-ray controller pcb and system backplane. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had image reversal lights on, despite the default setting as off. When the image was rotated, the image would continue to rotate to the camera stop. A system reboot reset the system to restore functionality. No negative effect was noted with respect to the patient as a result of this malfunction.